Event description:
My grandmother, that I am a caretaker for, recently found out she was diabetic. We have started using the dexcom g7 sensors and they have had a very high failure rate. I would estimate it to be near 50%.